Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - empower headball wouldn't fit on tight with linear stem causing a 20 minute delay in surgery.

Manufacturer narrative:
Empower headball wouldn't fit on tight with linear stem, causing the dr to use zimmer biomet for a different stem. Essentially there's something wrong with the stem. The reported instrument with lot 570g1964 was returned to enovis surgical for evaluation. The empower ball was not returned for evaluation. The instrument was tested by an enovis attendee and was found to be in tolerance. A review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements.there were no ncmrs associated with the production of the instrument that is related to the reported issue. Inspections was performed to check the tolerance, the inspection results show the instrument is in tolerance. On (B)(6) 2025 the instrument went through parts verification. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.